Manufacturer narrative:
E1: facility name "(B)(6)." No samples were received for analysis of this complaint. The device history record of reported lot number 6012604 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump had been finishing 2 hours prior to the scheduled time for the last 3 administrations. The pump was used to prime the extension tubing. Volume of 86 ml (with overfill), infusion time of 46 hours, rate of 1.8 ml/h. The pump had finished 2 hours early and should have run longer due to rounding (1.8 ml/h x 46 hours = 82.8 ml given at the 46-hour mark). No patient harm/adverse event reported.